Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) reported hearing beeping tones from the device. Technical services explained the possible reasons the device would beep and referred the patient to their physician. The following monday, the local field representative contacted technical services to discuss beeper function of the s-ICD. In this case, the beeping was due to the device reaching elective replacement indicator (eri) battery status. Technical services was able to review the available device data in the remote monitoring system and confirmed the device was exhibiting premature battery depletion due to an abnormal increase in battery usage. Device replacement was recommended for within 62 days. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced the following month. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) reported hearing beeping tones from the device. Technical services explained the possible reasons the device would beep and referred the patient to their physician. The following monday, the local field representative contacted technical services to discuss beeper function of the s-ICD. In this case, the beeping was due to the device reaching elective replacement indicator (eri) battery status. Technical services was able to review the available device data in the remote monitoring system and confirmed the device was exhibiting premature battery depletion due to an abnormal increase in battery usage. Device replacement was recommended for within 62 days. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced the following month. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.